Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the organic material found in the sterile package was from the operator. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "proper care and maintenance are critical for safe and effective operation of the shockpulse-se system. We recommend careful inspection of all equipment upon receipt and prior to each use as a safeguard against possible injury to patient or operator." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Event description:
Olympus sales representative on behalf of customer reported a potential an out of box failure (oob) for the device spl-pdbx376 shock pulse probe . The reported issue was due to a foreign object found under plastic inside sterile package of the device. The reported event occurred/found during installation when unpacking shipment. There is no patient involvement on this reported event. No harm , no user injury reported. This report is being submitted due to the finding of the foreign material inside a sterile unopened packaging of the device .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , a visual inspection performed on the sealed/unopened device sterile package and observed a small black material inside the up (left) corner of the package . There were no signs of external damage on the sterile package. The reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.